Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. Visual examination of the ligator head found all bands were deployed. It was noticed that the crimp was present on the trip wire. Two bands were also received and one band was found caught under the other one. The ligator head teeth were bent and no issue was noted with the suture. The trip wire was partially rolled in the handle; there was an evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the mid-esophagus during an endoscopic variceal (ev) bleeding banding performed on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to release. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the mid-esophagus during an endoscopic variceal (ev) bleeding banding performed on (B)(6) 2016. According to the complainant, during the procedure, the bands failed to release. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.